Manufacturer narrative:
One 0036290 returned unopened in original packaging. The lot number of the device ¿ 201911074 was verified. A visual inspection found an open hole on the packaging of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on date due to a system error.

Event description:
During incoming inspection, the distributor rejected this device, 0036290, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.